Manufacturer narrative:
The reported events of failure to sense and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures but found internal shorting between conductor paths at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted throughout entire lead body. X-ray examination found over-torqued/stretched of the inner coil at the connector region. The cause of failure to sense was isolated to over-torqued inner coil in the connector region consistent with procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil and helix extension length was within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood/tissue, blood on the inner coil, and over-torqued/stretched of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited failure to sense. The lead was repositioned and it was noted that the lead continued to exhibit failure to sense. While attempting to explant the lead, the helix exhibited difficulty to retract. The lead was not used and a new lead was implanted. The patient was in stable condition.